Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.